Event description:
Contact reported that the tip of the hex driver broke off in the implant during final tightening. The tip could not be removed from the hex and the surgeon decided to leave it in the screw. There was no adverse patient consequence as a result of this situation.